Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided. Visual and dimensional evaluations could not be performed. The device history record was unable to be performed, as the lot number of the device involved in the event is unknown. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found, which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product shows sign of repeated use and it is fractured. All fractured pieces were returned. The fracture analysis of the returned device determined that the fracture in the impactor pad is consistent with overload fracture possibly over the course of a few impaction cycles, as evident by the presence of hackle marks, river lines and striations features on the fracture surface. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source: foreign country: canada. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that while impacting during an initial surgery, the instrument broke. No foreign bodies were retained. There was no surgical delay. The surgery was completed with a second device. The surgical technique was utilized. All available information has been provided.